Manufacturer narrative:
Rfb initial reporter address (B)(6) device evaluated by MFR.: promus elite ous mr 38 x 3.50 mm stent delivery system (sds), catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured using a snap gauge and the result was 0.0425 inches, this is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break situated at 25.5 cm distal to the distal end of strain relief as well as multiple kinks along the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12-oct-2022. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. After pre-dilatation, a 38 x 3.50 promus elite drug-eluting stent (des) was advanced but failed to cross the lesion. The device was removed then a 3.50 x 38 synergy des was advanced but also failed to cross the lesion even after multiple attempts. Subsequently, the physician did aggressive pre-dilatation and deployed 2 smaller length stents, a 3.50 x 16mm promus elite des and 3.50 x 24mm promus elite des which completed the procedure successfully. There were no patient complications reported. However, returned device analysis revealed shaft break.